Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR# 1061857-2007-00207. Limited pt records and topographies were rec'd. At 1 day post-op, bcva in the right eye was 20/40- and ucva was 20/400. No preoperative bcva or ucva measurements were provided. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several mos. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determinations in progress.